Event description:
During a pulmonary vein contraction procedure, an optical issue occurred which caused a delay. When the catheter was inserted into the patient, it would not connect to the tactisys and the contact force graphic displayed as purple. The tactisys was replaced, with no resolution. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected info: h6 investigation conclusion code.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent 0.35¿ proximal to the distal tip, just distal to electrode ring 3. The shaft material had been fractured at this location. No other visual anomalies were noted. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. Additionally, the catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue could not be determined.